Event description:
During patient use, a "switched to backup battery" occurred when the ac cable was removed from the ventilator. The patient was ambu bagged and switched to another ventilator. Replacing the battery resolved the issue. No permanent patient injury was reported.

Manufacturer narrative:
Though requested, additional patient information was not provided.